Event description:
It was reported that during preparation for a prostate procedure, an error 140 occurred upon fiber connection. The patient had been administered anesthesia when the issue occurred. The procedure was completed using an alternative procedure (resection (turp)). There was no patient injury or complications reported.

Manufacturer narrative:
The system was repaired in the field on (B)(6) 2016. Upon testing and inspection, it was determined that the master control board (mcb) was faulty. The mcb was replaced and fiber port cleaned. The system was tested and verified to specification.

Manufacturer narrative:
Service in the field was performed on (B)(6) 2016. The replaced master control board s/n (B)(4) was received at the manufacturer on november 21, 2016.

Manufacturer narrative:
Date received by manufacturer: date change from "09/14/2016" to "08/11/2016". Repair date changed from "august 12, 2016" to august 11, 2016".

Manufacturer narrative:
Service in the field was performed on august 11, 2016. The replaced master control board s/n (B)(4) was received at the manufacturer on november 21, 2016. The master control board s/n (B)(4) was discarded.